Event description:
It was reported that a user of the ilet experienced elevated glucose after breakfast, with a glucose level noted at 185 mg/dl that rose to 280 mg/dl despite reporting a meal announcement, and they requested guidance about announcing an upcoming lunch meal; the agent advised appropriate meal announcement before eating. Symptoms included hyperglycemia. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included troubleshooting and education provided by customer support. Investigation of this case revealed no device alarms or malfunctions and no identified device component issues, and the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.